Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. It was alleged that after removing the lens film from the display screen; a residue remained on the screen. It was reported that the screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Problem description, submitted 08/31/2015 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be with a protective accessory: the lens film was sticky. There was no issue with the pump display screen.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: upon a visual inspection of the returned pump it was noted that the lens film had been lifted. The pump was powered on to a dim and discolored display.